Event description:
The customer reported that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 39 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.